Manufacturer narrative:
Concomitant medical products: 680r36, heart ring, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an episode of ventricular fibrillation, a lead integrity alert triggered due to non-sustained episodes and short v-v intervals. The lead remains in use. No patient complications have been reported as a result of this event.